Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Event 3 of 3 customer contacted ortho care to report an event of a false negative result obtained on the ortho vision to a sample that was identified to contain anti-jka. Customer indicated that the patient was original admitted at their sister facility ((B)(6) medical center) on (B)(6) where the patient antibody screen was performed by the traditional tube method with peg as an enhancement and a negative result was reported. The same sample was repeated on their vision analyzer (50002352) and a negative result was obtained. No transfusions occurred. A second sample was obtained from the same patient on (B)(6) 2015 and again was tested by traditional tube method using peg as an enhancement and a negative result was obtained. Sample again was tested on the vision as part of their validation and a negative result was obtained. The patient received 2 units of pack red blood cells with no reports of any transfusion related concerns. Testing was repeated for this sample on the vision analyzer and reports a negative result for the patients 3 cell antibody screen. No manual gel testing performed. Patient was then tested for the dat(igg) test and was found negative but did report a positive compliment dat test. Customer has concluded that the anti-jka antibody is compliment dependent. Issue started on: (B)(6) 2017 reported 04.07.2017. Microtubes/wells or cell (donor #) affected: cells 1 and 3. Methodology used: vision. Incubation time (for manual test only): n/a. Pattern observed: no reactivity in gel. Error code: non. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: no. Result obtained by repeating: n/a. Method used to repeat: n/a. Transfusion history: patient confirmed to have a history at both described facility with previous transfusions with negative antibody screens. Reagent/protocol-handling (reagent, cards, cassettes): as per IFU. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU.